Event description:
It was reported that this right atrial (ra) lead exhibited a fracture. During a routine follow-up, a lead safety switch (lss) event was identified due to pacing impedance measurements greater than 3000 ohms. Imaging confirmed the conductor fracture. The lead was reprogrammed to maintain pacing and sensing, and the patient was referred for further evaluation and lead replacement. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.